Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a receiver that was not audibly alerting, on (B)(6) 2015. Patient's wife was unable to wake patient during the night, when she heard him breathing with difficulty. The patient's receiver was only vibrating during the low alarm. Paramedics were called and they administered intravenous (IV) fluids and was able to get the patient to drink apple cider and eat a peanut butter sandwich. Patient's blood glucose was at 23 mg/dl. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.